Manufacturer narrative:
The event occurred in (B)(6). Caller did not provide product information for the unspecified aviva system.

Event description:
Caller states patient received results of 578 mg/dl and 119 mg/dl on the aviva nano system, and result of 119 mg/dl on an unspecified aviva system within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.